Event description:
It was reported that balloon rupture, shaft break and catheter removal difficulties occurred. An emerge balloon catheter was advanced to the lesion; however, there was difficulty in delivering the device. It was then noted that the balloon ruptured as there was blood in the inflation device. The shaft of the device was also noted to be broken. Difficulty was encountered upon removal of the balloon catheter so the balloon catheter, the guide wire and the guide catheter were removed together. Nothing was left inside the patient and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a stopcock, an unidentified guidewire, an unidentified syringe and a bsc inflation device. The stopcock was attached to the hub. The syringe and inflation device were attached to the stopcock. The guidewire was in the lumen of the distal shaft. There was blood in the hub, stopcock, syringe and inflation device. The guidewire did not exit the guidewire the distal tip. The inner shaft was separated 10cm from the distal tip. The separated ends were stretched and jagged, which indicates that the separation was most likely due to tensile overload. The inner shaft was torn from the proximal separation extending to the guidewire exit notch. The outer shaft was torn 10cm from the tip extending to the guidewire exit notch. There were numerous shaft kinks. The outer shaft was stretched. The shaft was necked-down at the distal end of the guidewire exit notch. The balloon was tightly folded. The distal tip was not damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, shaft break and catheter removal difficulties occurred. An emerge balloon catheter was advanced to the lesion however there was difficulty in delivering the device. It was then noted that the balloon ruptured as there was blood in the inflation device. The shaft of the device was also noted to be broken. Difficulty was encountered upon removal of the balloon catheter so the balloon catheter, the guide wire and the guide catheter were removed together. Nothing was left inside the patient and the procedure was completed using a different device. No patient complications were reported.